Event description:
It was reported that a smiths medical fluid warmer system is leaking. No adverse patient effects were reported.

Manufacturer narrative:
Investigation completed on a smiths medical fluid warming/level 1 hotline disposables. Sample p/n l-70ni; l/n: 4006071 was tested with syringe replicating event and no leak was observed or duplicated. The engineering was reviewed and file passed at 100% prior to release. No fault found as device passed testing prior to release and returned sample did not reveal or confirm complaint.

Event description:
Investigation completed and summary in h 10.